Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states they have received excessive no delivery alarms. The customer's blood glucose level at the time of incident was 491mg/dl. The customer treated with what the pump would administer prior to the no delivery alarm. Troubleshoot was conducted. The customer was able to run fill tubing successfully. The customer was advised the pump is working as designed. The customer was advised to monitor the device and call back if issues persist.